Event description:
It was reported that the patient experienced syncope two times in one day. There was intermittent atrial undersensing and far field r-wave (ffrw) oversensing noted on the right atrial (ra) lead. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 6947m55 lead, implanted (B)(6) 2013. (B)(4).